Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma.

Event description:
Healthcare professional reported left side "periprosthetic effusion with febrile episode." The patient underwent puncture and aspiration of the left breast with the fluid sent to cytology. Cytology results were "negative". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ insufficient information: no observations are performed for the complaint as the event is insufficient information. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "periprosthetic effusion with febrile episode." The patient underwent puncture and aspiration of the left breast with the fluid sent to cytology. Cytology results were "negative". The device has been explanted.